Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate atp therapy due to lead noise. It was noted that the noise was no longer present after therapy had been delivered. Programming changes were recommended. Patient is doing well after the event.